Event description:
Event reported in USA by the customer: "pump was used on trial; was set to pca mode; hooked on sickle cell anemia patient. Drug hooked was hydromorphone 0.2 mg/ml on a 100 ml bag. After 12 hours, 100 ml bag was empty; volume to be infused was supposedly 68.2ml; pump showed volume infused was only 42.6ml. The problem occurred in the ICU department during infusion; there was no adverse event or any medical intervention done. Spare pump available. (B)(6) stated that she would be informed if there were any adverse events that occurred. This case there was none."

Manufacturer narrative:
(B)(4).